Event description:
On (B)(4) 2012, the reporter contacted animas to report that on (B)(6) 2012 at 12:00 am (midnight) the patient experienced the symptoms of 'feeling low,' and obtained a blood glucose level of 34 mg/dl. The patient administered self-treatment by consuming juice and a snack, and her subsequent blood glucose reading was 99 mg/dl. Troubleshooting revealed on (B)(6) 2012, at 10:14 pm the patient's blood glucose level was 206 mg/dl. The patient gave herself a bolus dose of 8.0 units insulin at 10:20 pm and another bolus of 7.5 units insulin at 10:22 pm. The patient reported took a double bolus dose of insulin, one for her blood glucose level and one for the carbohydrate content of her meal. It was also determined the pump settings, basal rate and date/time were correct. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by miscalculating the bolus dose of insulin to take, giving herself a double bolus dose. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia afterwards, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/16/2013 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Review of the accessible black box and alarm history shows no errors or alarms associated with the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump was found to be delivering within the required specification at the conclusion of the 29hr flow accuracy test. Unrelated to the complaint, observed a pinkish contrast on the display screen. Removed the pump cover and inserted a new test screen. The test screen powers on to the verify screen with normal contrast and no discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.